Event description:
It was reported that a basal/bolus infusor overinfused. The customer stated that the patient tag was not easy to find, and ¿it was difficult to understand what it works for.¿ the reporter further stated that the device was set up incorrectly with the patient control module (pcm) luer connected to the patient, and the patient luer was connected to pcm female luer. This occurred during patient infusion. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Based on the reported condition, the over infusion is due to wrong connection as it was reported that the device had been set up incorrectly. The reported over infusion was determined to be caused by use error. Should additional relevant information become available, a supplemental report will be submitted.